Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the customer has experienced an ongoing issue with the tip of the peel-away sheath peeling back upon advancement through the skin. The customer does not perform a skin nick and are now using the pi-01552-ls mst kit in conjunction with this kit in order to place the catheter. There were no patient deaths and no patient complications reported.